Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that it was unknown that if the issue had been resolved. Patient felt sensory stimulation on one of electrode combinations that gave a high impedance. Patient weight was reported

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va03ezh, implanted: (B)(6) 2013, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there was an impedance error. The patient was scheduled for a battery replacement. The battery was completely dead, so they were unable to check the impedance pre-op. The lead was disconnected and wiped off before re-inserting. Ran the impedance check at different amplitudes and pulse width in an attempt to clear. The lead was checked intra-op and the patient had bellows and toe on electrodes 1, 2, and 2. It was noted that the healthcare professional (hcp) decided not to replace the lead. The impedance check with the new battery indicated >4000 on c & 3, 0 & 3, 1 & 3, and 2 & 3 despite running at different amplitudes and pulse width. The hcp decided to leave the lead in place due to motor response when checking when checking the lead. The issue was not resolved at the time of this report. There were no further complications or anticipations reported with this event.